Event description:
Procedure type: colon resection. According to the reporter: the surgeon placed gia80 on bowel for transection, then wasn¿t happy with placement removed and when removed noticed bowel was injured. Tissue injury-indents and bruised looking on bowel. There was no bleeding reported in excess of 250cc. The case was not extended by more than 30 minutes. Add¿l tissue was resected.

Manufacturer narrative:
(B)(4).